Manufacturer narrative:
This supplemental report has been created to update h10 and h11. Complaint has been evaluated and is similar to report number 1644408-2022-01426; 509-00-032, s803 - dislocation, revision surgery. If additional information regarding the reported event is submitted at a future date, this investigation will be re-evaluated.

Manufacturer narrative:
Complaint has been evaluated and is similar to report number 1644408-2025-00051; 509-02-032, s803 - dislocation, revision surgery. If additional information regarding the reported event is submitted at a future date, this investigation will be re-evaluated.

Event description:
Revision surgery - due to dislocation.